Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The reported event for high impedance could not be confirmed due to the complete lead not being returned for analysis. As received microscopic inspection of the returned incomplete (the stimulation end of lead was not returned) lamitrode lead terminal end did not show any broken wires and passed the end to end continuity test. Continuity test could not be performed on the returned terminal segment for channel 1 due to missing electrode.